Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of more than 2000 ohms at implant. However, threshold and intrinsic measurements were within normal range. Additional information obtained from the field representative that the cause of the high pli was not determined. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.